Event description:
Customer reports that he obtained results of 161mg/dl and 563mg/dl within minutes on the same device. Customer is not certain if enough blood was applied to the strip, but no details on dosing were provided to determine this. No action was taken based on device results. No adverse event reported and no treatment received. No quaility controls were used. Requested return of suspect device and replacement was sent.